Event description:
It was reported that during testing at the user facility, heat damage was noticed on the battery place of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was reported that the device was overheating. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing at the user facility, heat damage was noticed on the battery place of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the rear motor winding was found to have a short circuit. A short circuit can cause an increased current draw, which can result in heat damage and overheating.